Manufacturer narrative:
The anesthesia system was investigated by our company field service engineer who concluded that the issue was caused by a worn gas analyzer sampling line. No other deviations could be found. The sampling line was replaced and this solved the reported issue. The anesthesia system was successfully tested and was returned to clinical use. The sampling line was not returned for investigation. An incomplete set of device logs can confirm an issue with the analyzer sampling line. Our conclusion is that the reported event was caused by a worn gas analyzer sampling line.

Event description:
Manufacturer´s ref. # (B)(4).

Event description:
It was reported that the measured volume was not as set. There was no patient harm reported. Manufacturer´s ref #: (B)(4).